Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a hypogastric coiling/ iliac limb extension, an attempt to remove the 4fr micropuncture cannula led to detachment of the white hub from the rest of the cannula. This malfunction made it difficult to remove over the wire. No adverse effects have been reported as a result of this product issue.